Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure, wherein the lead was moved and remains implanted and in use.